Event description:
It was reported that while using a second surgical fiber during a prostate procedure, the fiberlife function was continually activating. The fiber was replaced and the procedure completed using a third fiber. Patient outcome: "no patient injury". Gland volume: approx. 80 grams time expended: approx. 4 minutes joules used: approx. 391

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate char. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.